Event description:
Procedure type: sigmoid resection. Patient gender: unknown. According to the reporter: the staples did not form properly and the anastomosis was not completed. A new instrument of different kind was used to complete the procedure.